Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, a few months after a tkr was performed in (B)(6) 2018, the patient experienced joint instability and on (B)(6) 2023 a revision surgery was performed. During this procedure, the surgeon exchanged one (1) lgn ps high flex xlpe sz 1-2 12mm with a 15mm constrained insert to improve the stability of the joint. Patient is currently recovered and well.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, as of the date of this medical investigation, patient specific medical documentation has not been provided; therefore, definitive clinical factors which could have contributed to the reported event could not be concluded. The patient impact beyond that which was reported (insert revision from 12mm ps to thicker 15mm constrained insert) could not be determined. The current health status is reported as ¿well¿. No further medical assessment can be rendered at this time. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history of the previous 12 months revealed a similar event for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed that dislocation, subluxation, excessive rotation, flexion contracture, decreased range of motion, lengthening or shortening of the leg, looseness of components, unusual stress concentrations, and extraneous bone can result from trauma, improper implant selection, improper implant positioning, improper fixation, and/ or migration of the components and this has been identified in section possible adverse effects. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include alignment, wear, joint laxity or patient condition. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.